Event description:
A malfunction code 12 was reported by the customer, with multiple occurrences on the pump, which were documented but not reset within the last 24 hours. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.